Manufacturer narrative:
Medtronic received the following information from the journal article entitled: ¿¿evaluation of endoanchor aortic wall penetration after thoracic endovascular aortic repair¿¿ andrés reyes valdivia, sara busto suárez, áfrica duque santos, ahmad amer zanabili al-sibbai, claudio gandarias zúñiga and arindam chaudhuri. Journal of endovascular therapy, 2020, vol 27, issue 2, https://doi.org/10.1177/1526602820907564. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts, non-mdt stent grafts and endoanchors were implanted in patients for thoracic endovascular aortic repair. The following events were reported: malfunction: type ia endoleak type ib endoleak.